Manufacturer narrative:
E1 - this complaint was received through: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a chemosafelock vial adapter that experienced foreign matter in the fluid path. The reporter stated, ¿fm found in a vial bottle, during preparation of busulfex.¿ there was no reported impact of the event on the patient and medical institution workers. The product was not contaminated with blood or body fluid. The event was noted before use to the patient. There was no patient involvement, and no patient harm was reported in the event.

Manufacturer narrative:
Investigation summary: the complaint of contains foreign matter on item kl-va201u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.